Event description:
The facility representative reported baxter (B)(4) technical services one infusor that runs for a few seconds and then gives a triple light alarm. The reported condition occurred during programming/setup in the surgery area. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The reported condition of runs for a few seconds and then gives a triple light alarm was confirmed and duplicated. The reported condition is caused by a faulty mpu (micro processing unit) board. The mpu was replaced. (B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.